Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6). If explanted, give date: exact date is unknown; but reported as sometime in (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient called and reported that she had a zxr00 24.5 diopter intraocular lens (iol) implanted in her operative eye on (B)(6) 2017. Post-operatively, she experienced a macular pucker and was not happy. She was unable to drive at night and saw halos around lights. Furthermore, she developed an epiretinal membrane after the initial implant and has been on prednisone since. Reportedly, she had the lens removed and replaced with a monofocal lens, which was performed by another doctor during (B)(6) of 2017. Post-operatively, the patient has no complaints about her vision with the new lens. The patient has been on anti-inflammatory medication since march. No additional information was provided.

Manufacturer narrative:
Per account, the patient's affected eye is the right eye (od) and date of surgery was on (B)(6) 2017. Based on previous surgery on (B)(6) 2017, patient was complaining of having starbursts with bright lights, viewing rings in the multifocal lens, and trouble reading. Age/date of birth: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.